Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when the incident happened. The procedure was delayed, and the procedure was completed by delete images of patients that have been examined. The philips field service engineer (fse) analyzed the system onsite and confirmed that the image storage free space is low. After reviewing the log file fse found image store that were not connected to any patient data. Fse performed a database and deleted the repair image. After repairs were completed, the system was returned to use and in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that "image storage free space low" error was prompted on the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, exposure was not possible, and fluoroscopy was intermittent. The field service engineer inspected the system onsite and after the deletion of images, the device was returned to use in good working order.